Event description:
Neurologic disease; profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Hypocupremia [copper deficiency]. Weakness of legs [muscular weakness]. Dizziness [dizziness]. Burning sensation in feet [burning sensation]. Pain in legs [pain in extremity]. Loss of balance [balance disorder]. Anemia [anemia]. Numbness in feed [hypoaesthesia]. Tingling in feet [paresthesia]. Case description: an attorney reported that their elderly male client, now age (B)(6), used fixodent denture adhesive, version unk cream and/or super poligrip original denture adhesive cream, unspecified total daily uses beginning (B)(6) 2007 through (B)(6) 2009, and reported the following: neurologic disease; profound and permanent neurological injuries, severe and permanent physical injuries, hypocupremia, loss of balance, dizziness, anemia, weakness in legs, pain in legs burning sensation in feet, numbness in feet, and tingling in feet. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the rptr therefore unable to proceed with batch retain testing or product investigation.